Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2026 and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level (774 mg/dl), which resulted in a heart attack. In the ICU, the customer was treated with intravenous saline and insulin. The customer was released from the hospital on (B)(6) 2026 with no permanent damage. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.